Event description:
Medwatch report received from the customer that indicated an over-delivery. The report indicated, the pump was checked at 2100 and the rate was verified to be running at 5.1ml/hr. At 2200 the pt had an abg drawn along with a surestep (glucose screen) due to the fact the pt was on tpn. Shortly thereafter the rn checked the infusion rate and found it to be set at 125 ml/hr with the total amount infused at 30ml instead of the expected 11.7ml. The pump was turned off. The pt's blood sugar was 183 mg/dl. One hour later the surestep was repeated and the pt's blood sugar was 103 mg/dl. The IV was restarted, per a new pump, at 2330 at 5.1 cc/hr. Suresteps were checked every hr through the night. The rn reported that between 2000 and 2200, the pump frequently alarmed for an occluded line or air in line. The IV tubing and cassette were checked for air & none was noted. The pump was tagged and sent to biomed. The customer was contacted for further info. At 2100, the pump was programmed to deliver d10 instead of the previously reported tpn at a rate of 5.1 ml/hr. Between 2000 and 2200, the pump reportedly sounded an unspecified alarm that required unspecified nursing intervention. At 2200, the rn reportedly noted the pump delivering at 125ml/hr instead of the intended 5.1ml/hr. The infusion was stopped and a blood sugar was drawn. One hour later, the infusion was restarted using a replacement pump. There was no reported adverse pt sequelae. Though requested, no further info was available.